Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. No reset anomaly could be verified due to the unresponsive keypad. The insulin pump was received with a broken reservoir tube lip, cracked case near the display window corners, cracked display window and a missing end cap sticker.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer also reported the numbers began to scroll when the customer attempted to bolus. Customer also reported the arrow buttons were unresponsive, even after a battery change. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated they were unable to clear their unexpected restart alarm as none of the buttons were responsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.